Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a laparoscopic appendectomy, during which a 45 mm purple load stapler reload was used to transect the appendiceal stump and postoperatively, the patient became increasingly tachycardic with a significant drop in hemoglobin on complete blood count (cbc), necessitating an urgent return to the operating room on the same date, where active bleeding was identified at the appendiceal stump directly along the staple line, approximately 1.5 liters of intraperitoneal blood were evacuated, and surgical hemostasis was achieved, resulting in stabilization of the patient following re-operation.